Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the tracker and power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the itrak 3500p system would not go pass the "load exam" screen. There was no report of patient injury.